Manufacturer narrative:
H4: the suspected lot # r21a30117 was manufactured on february 01, 2021. H4: the suspected lot # r21a05044 was manufactured on november 07, 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including pressure testing and clear passage testing, and no issues were noted. Prime testing was also performed, and it was noted that there was a leak from the filter. Additionally, hydrophobic vent/housing failure testing was performed which observed a leak. The reported condition was verified. The cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot # - the suspect lot numbers were lot: r21a30117 or r21a05044. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set was leaking from the filter case. The leak was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.